Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had the scs ipg replaced because the ipg was inoperable.

Event description:
Further follow-up indicates the patient was not receiving effective therapy. In turn, the patient did not recharge the ipg as recommended. Effective therapy has been restored postoperatively. Issue resolved.